Manufacturer narrative:
Analysis summary:- emitter was returned to the manufacturer for analysis. Testing revealed that the emitter has physical damage to the lemo connector. It¿s out of round and also has a bent pin. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a medtronic representative regarding a navigation device being used for a fess procedure. It was reported that the flat emitter with this system has a damaged connector and can no longer plug into the s8 port. There was no known impact on patient outcome. The emitter was returned for analysis and the lemo connector was found to be damaged.